Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the per-q-cath PICC was confirmed, but where or when the catheter was damaged cannot be verified. One 2 fr per-q-cath PICC was returned for evaluation. The PICC was received with the stylet in the lumen. The catheter length had been modified. The catheter extended 3.5mm beyond the 14cm depth mark. The stylet extended 9.75cm from the distal tip of the catheter. The distal end of the black stylet pull tab was located 9.9cm from the proximal end of the septum on the t-lock extension set. Leaks were identified in the 2fr tubing near the 7 cm depth mark. The leak sites were microscopically examined and splits were found on the external surface of the tubing. The tubing was cut longitudinally to examine the leak site from within the catheter, which revealed similar damage on the internal surface of the tubing. The adjoining surfaces of the split tubing revealed a granular appearance. This type of split can occur when the catheter is compressed against the stylet. The catheter may have been compressed against the stylet while in transit, storage, or preparation for insertion. The product IFU states, ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps.¿ since the catheter had been trimmed to length, the stylet was apparently manipulated within the lumen, which can damage the catheter is the stylet is not wetted prior to repositioning. The IFU indicates to never use force to remove stylet. Resistance can damage the catheter. A lot history review (lhr) of rebr1206 showed no other similar product complaint(s) from this lot number.

Event description:
Per sales rep, the facility reported that during priming of the catheter it leaked, squirting out saline.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of rebr1206 showed no other similar product complaint(s) from this lot number.

Event description:
Per sales rep, the facility reported that during priming of the catheter it leaked, squirting out saline.